Event description:
Acute myocardial infarction 03/28/98 with placement of intra-aortic balloon pump, iabp. Alarm indicated rupture of balloon on 03/29/98. Unable to remove; non-functional; blood pooling without blood flow to right leg. According to the physicians, the pt's ultimate demise was related to extensive cardiac disease and unrelated to the intra-aortic balloon rupturing.